Event description:
A needle used for a second suture broke at the eyelet end. Usually, they break at the eyelet-needle junction from improper use of the needle driver. Unable to see of palpate the fragment.